Manufacturer narrative:
Device evaluation: returned device was received drain fitting was leaking and tank cover was cracked. Pcb was faulty and would not calibrate properly. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaked. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in good condition. There was no physical damage on the device. No issue was found in the event log regarding to accuracy failure. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No fault was found with the device.

Event description:
It was reported that the cadd legacy 1 pump (6400) failed the accuracy test by a value of +9.7%. It was over-delivering volume. The product problem was observed during testing. There was no patient involvement.